Event description:
A user facility reported that an intraocular lens (iol) was iserted then removed due to a torn capsular bag. The association between this event and the iol is not known. Additional information has been requested.